Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), implant was placed 1 year ago, two bone grafting procedures were also performed which were unsuccessful. Implant on #5 was removed. An implant was placed in area of #6, then immediately removed due to lack of primary stability.